Manufacturer narrative:
(B)(4). D10: g7 dual mobility liner 42mm e item: 110024463 lot: 043100 unknown head unknown stem unknown cup customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during an attempted closed reduction of the patient¿s dislocated hip, the bearing became disassociated. Subsequently, the patient underwent revision surgery and was converted to a freedom constrained liner. It was noted that the patient had prior spinal fusion surgeries. This elevates the risk for postoperative dislocations. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; d10; g3; h2; h3; h4; h6. D10 update: unknown depuy head (competitor). Visual inspection of the returned item # 110031011, lot # 65726137, vivacit-e dm bearing 28x42mm performed. Product identifiers were verified. The bearing has multiple circular shaped grooves in the o.d. Surface. There are scratches present all around the top flat surface. There is also a nick along with scratches present in the i.d. Dimensional analysis was performed and measurements taken were conforming. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. It was noted that a competitor head was used with the zimmer biomet bearing, and this is considered off-label use. However, it is unknown if the off-label use caused or contributed to the reported disassociation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.